Manufacturer narrative:
The device was returned for evaluation where product investigation revealed that the complaint for monitor going black could be confirmed. The device was forwarded to the supplier for investigation. The investigation indicates that the failure was due to fluid ingress to the camera cable due to a split in the cable. This is caused from handling and is attributed to user error. No further investigation is required. (B)(4).

Event description:
It was reported that when the camera head was used for a laparoscopic procedure, the display was blacked out. An audio alarm was not heard when the issue occurred. The procedure was completed with a back up camera head owned by the facility. At the beginning of the procedure blue line noises appeared on the monitor.